Event description:
Pt was implanted with temporary pacing wires. Mce (B)(4) bipolar myocardial pacing wires. Approximately 7 hrs later, pt lost pacing capability. Pt required resuscitation. Pt was resuscitated and new pacing wires were installed. Pt was stabilized and returned to normal recovery. Note: pt specific info was withheld by the hosp due to pt confidentiality.

Manufacturer narrative:
Device was not returned. Company evaluated other devices in inventory from same lot. No problems were identified. Hosp reported pt edema as another possible cause of the problem or complicating factor. Hosp reported that structural failure of the device did not appear to be a problem. At this time it is believed that the company's device performed properly and as intended and that other issues resulted in the pt complication. No action will be taken at this time. The situation will be monitored to see if other such complaints occur. If such complaints occur, they will be evaluated to see if the company's devices are involved and if further action is warranted.